Event description:
According to the reporter: the collar was removed form the handle where the adapter snaps onto it. Along with the collar, a spring and a washer separated from the device. The product was not used during the case. An egiaustnd was used in replacement.

Manufacturer narrative:
(B)(4).